Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 86 mg/d. The customer stated that she was having trouble getting air bubbles out of the reservoir after changing it out. The customer stated that the approximate size of the air bubbles is like the tip of your small finger nail. The customer stated that the pump was rewound with a reservoir in place. The customer stated that she will call next time to receive help on filing the reservoir.